Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced hypoglycemic shock early in the morning on (B)(6) 2025. According to the patietn, her eyes were open but she was minimally responsive and unable to follow directions. This occurred between approximately 4:00 am and 4:30 am. Her husband called an ambulance during this time. Upon arrival, emergency medical services checked her blood glucose, which was 42 mg/dl. There was no reading on her dexcom because it failed. No medications were administered by emergency medical services. She was transported to the emergency room. In the ER, the patient recalls receiving IV therapy and remembers being administered dextrose. The patient was discharged from the hospital at 10:00 am. Date was provided for investigation. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be low count aberration. No additional event or patient information is available.